Event description:
Patient¿s mother contacted dexcom technical support on (B)(6) 2013 to report that (B)(6) 2013, the patient developed skin irritation under the adhesive area of the sensor which was itchy, included a red bump, and skin discoloration. As a part of a routine check-up, patient¿s doctor applied anti-itch spray and recommended use of hydrocortisone on the affected area. At the time of the call to dexcom technical support the patient¿s mother reported that the patient currently had discoloration at the affected site.